Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was receiving abdominal stimulation. It was also reported the leads had valid impedance and the physician did not feel there had been any migration. Follow up identified the pt's system was explanted on (B)(6) 2011.